Event description:
A turnpike catheter was used during a patient procedure. When the turnpike catheter was advanced and torqued during the procedure, the distal tip separated and remained in the patient.